Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient had the system removed due to infection and myocarditis. A new lead was implanted and was connected to an external pacemaker until the infection resolves. No further patient complications have been reported as a result of this event.